Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 10/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump black box data could not be downloaded for review. During a visual inspection of the pump, moisture was observed behind the display lens. During testing, the pump did not power on; the blank screen issue could not be confirmed or duplicated due to an unresponsive pump. A leak test was performed and failed due to a leak in the casing near the display. The pump case was removed and further evidence of moisture ingress was found. Correction: the product analysis findings from (B)(4) 2013 that were reported on (B)(6) 2013 in the previous supplemental report were submitted in error. The findings were associated with the incorrect pump serial number. Suspect medical device serial # updated.

Event description:
On (B)(6) 2013, the reporter contacted animas and reported a blank display screen with moisture ingress. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: during evaluation of the pump, the pump powered on with a fully illuminated display screen. There was no visible moisture ingress in the battery compartment and the pump passed a leak test. The pump cover was removed and no moisture or damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.